Event description:
It was reported that the flex video scope had whiteout. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) e1 - address 1 - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter is present within the auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the image sensor unit due to usage stress, external factors, or handling, or by a malfunction of the electrical board components. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.